Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing on the atrial channel during an atrial tachy response (atr) episode. No adverse patient effects were reported. At this time, this device remains in service.